Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in with a replace backup battery alarm that resolved after re-seating the emergency backup battery (ebb). Log files captured backup battery faults on (B)(6) 2024 at 13:08 to 13:09 and again on (B)(6) 2024 at 13:54 through (B)(6) 2024 at 10:41. It appeared the ebb failed the load test resulting in ebb faults. It was noted the backup battery was reseated on (B)(6) 2024 at 10:41. No further ebb faults were noted post battery reseating. The patient returned on (B)(6) 2024 due to additional backup battery fault alarms which started on (B)(6) 2024. The ebb was then exchanged. The alarms resolved. Additional log file review confirmed ebb faults on (B)(6) 2024. The patient ultimately had their system controller exchanged on (B)(6) 2024 due to return of alarms on (B)(6) 2024. Additional log files captured ebb faults starting (B)(6) 2024 at 16:01 and continued for the remainder of the log. It seemed that the ebb failed the load test causing the ebb faults.

Manufacturer narrative:
Section d1: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files; however, the reported event was not reproduced during testing of the returned system controller. The submitted and downloaded log files contained approximately 28 days of data combined on (B)(6) 2024 per the timestamps). The log files captured intermittent backup battery fault alarms from on (B)(6) 2024 at 13:08:59 to on (B)(6) 2024 at 10:53:55 due to the backup battery not passing the load test. The alarms intermittently cleared as additional load tests were performed and the battery would pass, and the backup battery would be exchanged; however, the alarm reactivated due to the battery not passing further load tests. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed, and the backup battery passed each time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.